Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the defect occurred during reprocessing. No patient or procedure affected.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation however did find that there was a gap between acoustic lens and ultrasound probe. The device evaluation also discovered that the adhesive on bending section cover had a discolored area and the connecting tube was deformed. In addition, it was also found that the forceps elevator lever rotates concurrently and the bending angle in up direction does not meet the standard value. It was also found that the acoustic lens was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the video scope was unable to achieve white balance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.